Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had an informational power on reset (por) error message. They mentioned that they were trying to charge their device when they noticed the por. The patient also stated that their stimulation shut of as well. Patient services reviewed steps for clearing the por. The patient was able to successfully clear the por, and turn the therapy back on. They noted that therapy was adequate. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were just sitting still charging the ins when the por message appeared. No further complications were reported.